Event description:
It was reported that during an aortic and tricuspid valve replacement procedure, the device was closed down on tissue and device would not open (unknown if device was fired). The red button was pushed to bring the blade back but they were still unable to open device. The device had to be cut out and surgeon restapled with new device of same product code. It is unknown which reload was used, there was no mention of bleeding, and no transfusion was required.

Manufacturer narrative:
(B)(4). Additional information: the ec45a device was received for analysis with no visual non-conformances and with an ecr45m cartridge loaded on the device. The cartridge reload was received partially fired 1/5 consistent with an incomplete or interrupted cycle. In order to verify the integrity of internal components the returned cartridge was disassembled and the one piece sled was found to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. One possible cause for this type of damage to the one piece sled is when the device is fired over thicker tissue than indicated. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manual switch worked as intended during functional testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.